Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿ warnings and cautions: ¿patients with tricuspid or pulmonary valve stenosis or insufficiency, and patients with prosthetic tricuspid or pulmonary valves, may be compromised by the use of the impella rp flex with smartassist system catheter.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 and an impella rp for mechanical circulatory support. During support, the patient developed red urine. The p-levels were adjusted. A CT scan showed the impella rp outlet was shallow and close to the pulmonic valve. The physician adjusted to adequate position. The patient's urine lightened in color but was still red. The decision was made to explant impella rp flex and change patient to status one for kidney and heart transplant. The care team attributes hemolysis to impella rp flex. The patient is stable.

Manufacturer narrative:
The investigation into the hemolysis issue has been completed since the original report was filed. The pump was returned for investigation. Visual inspection found biomaterial inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of the hemolysis was biomaterial ingestion.